Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with right atrial (ra) lead had a systemic infection. A system explant was performed however, removal difficulty was met during explant with this lead. Hence, the lead was surgically abandoned. Additional information was received indicating that this lead was successfully explanted at a later date through laser extraction. No additional adverse patient effects were reported.